Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deployment of the angio-seal evolution, the gear mechanism jammed and the device could no longer be retracted to the deployment marker. Vessel size, disease, location of puncture were all within IFU limits. The suture was cut and the collagen was manually tamped down. The device was successfully deployed. The procedure was completed successfully after tamping the collagen manually. The patient was in stable condition. There were no other devices or equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.